Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the infusion needle broke off in the customer's skin. The customer noticed the issue after she removed the headset due to hyperglycemia of 24.0 mmol/l. She was able to remove the steel needle herself and did not require medical intervention. No adverse event was reported. The alleged product was requested for evaluation.